Manufacturer narrative:
Reported event of handle cannula broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2017. According to the complainant, during the procedure, the trapezoid¿ rx was used in attempt to manually crush a 10mm stone in the common bile duct, but was unable to crush the stone. An alliance handle was then used in conjunction with the trapezoid¿ rx in an attempt to mechanically crush the stone. However, the handle cannula broke prior to crushing the stone, leaving the stone stuck inside the basket. Several attempts were made trying to remove the basket out of the patient, but were not successful. The procedure was not completed and the patient was transferred to maine medical center. On (B)(6) 2017, another ercp was performed and a sohendra device was used in order to successfully remove the basket from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable.¿

Manufacturer narrative:
A visual evaluation of the returned device found the side car-rx presented pushback out of specification and torn at the proximal end. Further evaluation found the pullwire broke from the distal end of the handle cannula. Moreover, the distal end of the broken pull wire was not present and not returned for analysis. The evaluation concluded that during the procedure, manipulation of the device and interaction with the scope or other devices most likely contributed to the failures of side car-rx pushback and torn. Additionally, the customer stated the device failed with while attempting to crush a stone using an alliance handle. It cannot be determined precisely how the pull wire failed. Stone size and density, user technique, tortuous anatomy and other procedural factors could possibly contribute to the failure by causing the tensile force applied by the user to not be fully distributed throughout the device.  Therefore, the most probable root cause of this complaint is operational context, since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, performance was limited. The device history record (DHR) review found the device met all manufacturing specifications.  A search of the complaint database revealed that no similar complaints exist for the specified lot.  A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2017. According to the complainant, during the procedure, the trapezoid rx was used in attempt to manually crush a 10 mm stone in the common bile duct, but was unable to crush the stone. An alliance handle was then used in conjunction with the trapezoid rx in an attempt to mechanically crush the stone. However, the handle cannula broke prior to crushing the stone, leaving the stone stuck inside the basket. Several attempts were made trying to remove the basket out of the patient, but were not successful. The procedure was not completed and the patient was transferred to (B)(6) medical center. On (B)(6) 2017, another ercp was performed and a sohendra device was used in order to successfully remove the basket from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable¿.